Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a missing end cap sticker, and a broken off reservoir tube lip. The reservoir was unable to lock in place. The reservoir had a missing o-ring reservoir tube and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the top of the reservoir compartment was broken and the reservoir would not stay locked in. The customer had to tape the reservoir down in order to use the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the reservoir compartment damage; the customer woke up and the device was already damaged. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.